Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the piston does not push insulin.

Manufacturer narrative:
The insulin pump was received with motor error during rewind due to cracked and broken off motor slide tip. We were unable to perform the self-test, error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents due to motor error alarms. The motor was tested outside the device and passed. The insulin pump was received with cracked battery tube threads and scratched reservoir tube window.